Manufacturer narrative:
A field service engineer was dispatched on 09/28/2016. The fse found particulate material (black) on the ceramtic stator and shear particles either from o-ring or rotor seal. The fse flushed the system.and replaced the rotor seal & stator and ran 20 patients. The fse also demonstrated to customer some techniques to track flow blockage. No further action required from fse. The g8 analyzer is functioning as intended with all issues cleared. The most probable cause of the reported event was the pump unit failure of high pressure pump system. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported high pressure alarms with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.